Manufacturer narrative:
G4: 14oct2020 b4: (b0(6) 2020 the central processing unit (cpu) was received for failure investigation. Through testing, the customer complaint was verified and the root cause determined to be a failure of ls1. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 20 jul 2020.

Event description:
It was reported that the error logs showed a backup alarm test failure. There was no patient involvement. The manufacturer's international service technician confirmed the error on the error log. The manufacturer's international service technician replaced the central processing unit printed circuit board assembly and the issue was repaired.